Event description:
It was reported that during a myocardial ablation procedure to treat a patient with atrial fibrillation, an intellamap orion was selected for use. It was observed that the mapping was performed successfully, however, there was resistance upon retracting into the sheath and pulling it out; the sheath was inside the body. Moreover, one of the splines had come off from the base when it was pulled out of the sheath. The base part was completely separated near the proximal part. Catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Intellamap orion catheter was evaluated by boston scientific. Upon receipt at the post market laboratory, the device was visually inspected, and it was noted that the device has one spline detached. A functional test shows that the catheter functional mechanism does not work properly. Abnormal resistance was felt when actuating the device. Then, a continuity test was performed, and electrical problems were detected. The catheter cannot be connected to the rhythmia hdx due to the physical conditions of the device. Laboratory analysis was able to confirm the reported clinical observation of array damaged/defective.

Event description:
It was reported that during a myocardial ablation procedure to treat a patient with atrial fibrillation, an intellamap orion was selected for use. It was observed that the mapping was performed successfully, however, there was resistance upon retracting into the sheath and pulling it out; the sheath was inside the body. Moreover, one of the splines had come off from the base when it was pulled out of the sheath. The base part was completely separated near the proximal part. Catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. The device was returned for analysis.